Event description:
The customer reported getting hemoglobin (hgb) background failures on the unicel dxh 800 cellular analysis system. The instrument was removed from use. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the hemoglobin (hgb) chamber was defective. The fse replaced the hgb chamber, which resolved the failing backgrounds. The repairs were verified per established procedures. (B)(4).